Event description:
The customer reported to philips healthcare that when the codemaser xl was charged, it turned off/on it's own after a test. There was not pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.